Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui printed circuit board (pcb) and the backlight assembly (2). The device passed the short self-test (sst) and the performance verification test (pvt). Covidien reference: (B)(4).

Event description:
Service shows that an 840 ventilator graphical user interface (gui) had failed. The device was not being used on a patient when event occurred.